Event description:
It was reported that the "pt arrived as an out pt from renal center-dialysis catheter "sucking air" and not working well. Both external limbs clamped upon inspection of catheter for cracked hub / cath - a crack was found in the catheter just below skin exit site."

Manufacturer narrative:
Received on 15.5f x 32cm catheter. There is a tear in the lumen just below the hub and suture wing. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The device has been forwarded to the manufacturer for evaluation. When the investigation is complete a final report will be submitted.